Event description:
The pump was returned for investigation. Investigation revealed that a dim, discolored display screen. There was evidence of contamination found under the contrast button contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. The keypad cover was found to be torn from the down arrow button to the up arrow button. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).